Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A cartridge change was performed resolving the occlusion. Reportedly, a minimum fill notification also occurred after the user filled the cartridge with 250 units of insulin during the load sequence. The customer was able to reload the cartridge to resolve the issue. The customer¿s blood glucose (bg) level was ¿high¿ on cgm. Customer address bg with a manual dose injection.